Event description:
During a tlif initial fusion surgical procedure in 2008, the sales representative reported that while the surgeon was backing out a screw, the dorsal height adjuster cracked around the tip. Additional information received from the sales representative on 11/19/2008, it was noted that no surgical intervention was required. The surgeon used another driver to complete the case.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending product return.